Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with unknown saline breast implants which the right side deflated and bilateral capsular contracture after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503754bc, serial number (B)(4), and right replaced with catalog number 3503754bc, serial number (B)(4), on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the baker grade for both left and right implant was iii. The procedure was breast augmentation revision. Patient race is caucasian. Device evaluation completed on 6/26/2019: during evaluation of the sample it appeared intact. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).